Event description:
Complaint description: change of lcs cementless tibia because patient is suffering from gout. Intraoperatively it had been necessary to also revise femur because as there was very constrictive space.surgeon is wondering whether there was bone ingrowth at tibial and femoral componet and asks us to investigate on this.update sep 7, 2017: translated medical records reviewed. Primary procedure notes on (B)(6) 2016 indicate the patient received a left total knee replacement due to laterally pronounced osteoarthritis of the entire left knee with chondromalacia. Procedure completed without indication of complication by the surgeon. Office notes on (B)(6) 2017 indicate a bone scan was performed. Findings include persistent synovial hyperemia in the left knee joint, consistent with synovitis. No evidence of loosening of the total knee replacement. It is also indicated within this note that the patient received radiosynoviorthesis on (B)(6) 2016. It was recommended that he be treated with this again due to the continuing synovitis. Office notes on (B)(6) 2017 indicate a bone scan was performed. Findings include persistent synovitis in the left knee joint. The increase in bone metabolism at the tibial prosthetic part must be assessed during progression as a loosening reaction, inflammatory. Patient complains of pain and swelling revision notes on (B)(6) 2017 indicate the patient received a left total knee revision. Diagnosis includes synovitis in the left knee joint; capsular fibrosis in left knee joint. Aseptic loosening in the tibial region of the prosthetic left knee joint is also indicated in the diagnosis. However, the surgeon goes on to note the following intra-operatively: ¿reactive synovitis with a slightly vitreous appearance, with severe adhesions. The tibial plateau is not definitely loose. The femoral part of the prosthesis is also fixed in place. There are no traces of wear on the prosthesis or on the inlay. Complete synovectomy is performed, which is sent for histological analysis. As the tibial prosthesis and the inlay cannot be removed as they stand due to the poor flexion, the decision is taken to remove the endoprosthesis completely.¿ he also indicates that the contact surfaces of the tibial prosthesis required to be weekend before removal could occur. Therefore, it is reasonable to conclude that loosening of the tibial component did not occur. Updated 10-6-2017. / / investigation method: / / investigation summary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.    Product complaint # (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Change of lcs cementless tibia because patient is suffering from gout. Intraoperatively it had been necessary to also revise femur because as there was very constrictive space. Surgeon is wondering whether there was bone ingrowth at tibial and femoral component and asks us to investigate on this. Update (B)(6) 2017: translated medical records reviewed. Primary procedure notes (B)(6) 2016 indicate the patient received a left total knee replacement due to laterally pronounced osteoarthritis of the entire left knee with chondromalacia. Procedure completed without indication of complication by the surgeon. Office notes (B)(6) 2017 indicate a bone scan was performed. Findings include persistent synovial hyperemia in the left knee joint, consistent with synovitis. No evidence of loosening of the total knee replacement. It is also indicated within this note that the patient received radiosynoviorthesis on (B)(6) 2016. It was recommended that he be treated with this again due to the continuing synovitis. Office notes (B)(6) 2017 indicate a bone scan was performed. Findings include persistent synovitis in the left knee joint. The increase in bone metabolism at the tibial prosthetic part must be assessed during progression as a loosening reaction, inflammatory. Patient complains of pain and swelling revision notes (B)(6) 2017 indicate the patient received a left total knee revision. Diagnosis includes synovitis in the left knee joint; capsular fibrosis in left knee joint. Aseptic loosening in the tibial region of the prosthetic left knee joint is also indicated in the diagnosis. However, the surgeon goes on to note the following intra-operatively: ¿reactive synovitis with a slightly vitreous appearance, with severe adhesions. The tibial plateau is not definitely loose. The femoral part of the prosthesis is also fixed in place. There are no traces of wear on the prosthesis or on the inlay. Complete synovectomy is performed, which is sent for histological analysis. As the tibial prosthesis and the inlay cannot be removed as they stand due to the poor flexion, the decision is taken to remove the endoprosthesis completely.¿ he also indicates that the contact surfaces of the tibial prosthesis required to be weekend before removal could occur. Therefore, it is reasonable to conclude that loosening of the tibial component did not occur. Updated (B)(6) 2017.